Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The non-conforming pneumatics module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on december 16, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming pneumatics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the unit was not cutting. There was no patient harm. Additional information was requested, but none provided.

Manufacturer narrative:
The pneumatics module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned pneumatics module was installed into a calibrated ophthalmic operating system hot bed and the issue was replicated. Further evaluation found a nonconforming vitrectomy valve cable. The root cause of the reported event can be attributed to the nonconforming component, vitrectomy valve cable, in the pneumatic module. The manufacturer internal reference number is: (B)(4).